Manufacturer narrative:
Device evaluation: the patient remains ongoing on (B)(4) . No product was available for investigation. The report of pump stoppage alarms was confirmed through the evaluation of the submitted log file. The system controller log file dated from (B)(6) 2017 11:47 was submitted for review. On (B)(6) 2017, driveline fault and driveline disconnect alarms were captured and the pump struggled to maintain its speed and subsequently stopped. Driveline fault alarms were captured again on (B)(6) 2017 with pump speed drop and stoppage. The pump resumed operating at the set speed after the event. Based on previous complaint experience, the captured event appeared consistent with a potential driveline issue. The account communicated that the patient slept incorrectly on their side, kinked the driveline, which resulted in the alarms. The patient remains ongoing on (B)(4) without further issues reported. The hmii lvas IFU and patient handbook explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years and 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that log files were submitted for review. The manufacturer¿s technical services representative reviewed the submitted log file and observed a pump stoppage on (B)(6) 2017 while the lvad system was connected to the power module. The vad clinician reported that the patient was asymptomatic at the time of the events and has not had any additional alarms since (B)(6) 2017. The patient informed the vad clinician that they may have slept incorrectly on their side therefore, kinking the driveline resulting in the alarms. The patient was able to connect to the power module without any issues. The vad clinician will continue to monitor the patient. No additional information was provided.